Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the reason it remained in the device could not be definitively determined. The root cause of the chipped adhesive also could not be confirmed, though it is likely attributable to component damage should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation of the duodenovideoscope, there was foreign material observed on the forceps elevator wire. Additionally, the adhesive around the light guide lens was chipped. There was no patient involved.